Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the memory failed, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and confirmed that two or more memories failed of ippc - frontal. Upon trouble shooting fse identified that the memory failed, which would prevent imaging. Upon functional testing fse found that ippc was not booting up properly. Issue got resolved temporarily by restarting of the system. The issue reoccurred and to resolve the issue permanently ippc will be replaced. After restarting, the system returned to use in good working order the codes were updated based on the investigation outcome.